Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii and seroma. Health professional additionally reported removal due to exchange of textured implant for smooth. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified deformation, flat creases, wear abrasion and cloudiness in the gel observed after the autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process. Additional, corrected, and/or changed data: d.10., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: seroma-late, capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii and seroma. Health professional additionally reported removal due to exchange of textured implant for smooth. Device has been explanted.